Manufacturer narrative:
Device available for evaluation - yes. Returned to manufacturer on: 08/02/2016. Device returned to manufacturer - yes device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. The lens was returned inside the cartridge. Visual inspection at 10x microscope magnification showed evidence of viscoelastic residues, ovd (ophthalmic viscosurgical device) inside the cartridge tip. The lens was observed stuck in the cartridge tube (near the tip section). The lens was folded with the leading haptic tucked over the optic. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product malfunction or a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an ar40e intraocular lens (iol) failed to unfold after the lens was implanted. The lens was removed and replaced during the same procedure and there was no patient injury reported. No further information was provided.